Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the patient received inappropriate shocks due to noise. The patient was otherwise asymptomatic. Programming changes were made. The patient had a remote check on november and is in stable condition.